Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited failure to capture and failure to sense. The lead had also pulled back to the region of the tricuspid annulus. The lead was explanted and replaced.